Event description:
It was reported that a vns pt underwent generator replacement surgery due to increase in seizures. Info received from the treating neurologist revealed the increase in seizures was above pre-vns baseline and believed to be due to the generator being at end of service although the end of life indicator stated "no". No medication or programming changes had been done prior to the event. Currently, good faith attempts to obtain product return have been unsuccessful due to the disposal of the generator.